Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use with the swan ganz while attempting to draw labs from the introducer, the patient began to complain of flushing and heart palpitations. Heart rate was noted to increase from 105-114, and blood began backing up into the ra port, from which the medications epinephrine and dobutamine were running. The registered nurse was concerned that utilizing the patient's introducer (drawing labs and flushing) may lead to the patient receiving small boluses the medications since there appears to be a possible connection between these ports. No allegations of patient harm reported.